Event description:
Customer reported via phone, the insulin pump alarmed no delivering during prime indicating a possible occlusion. Customer's blood glucose was 430 mg/dl. Troubleshooting was performed and it was found changing out the reservoir resolved the issue. Customer was advised to return the reservoir for analysis and customer didn't agree.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.